Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
During the operation the trial neck grub screw seized up. When the surgeon tried to loosen it, it snapped.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the head of the screw broke off. Previous investigations found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on december 17, 2014 via (B)(4) to help alleviate with this type of complaint. The complaint sample was manufactured prior to the changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.